Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. After pre-dilation was performed using a 2.5x15 non-bsc balloon catheter, a 3.50x16mm promus premier drug-eluting stent was advanced but failed to cross the lesion and the stent delivery system broke off in the guide catheter. No patient complications were reported.